Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified a problem with the hard disk of the pc-box in the main cabinet. After replacing the hard disk and performing a ghost backup, the system was returned to use in good working order. Codes were updated based on the investigation outcome.